Event description:
A (B)(6) female patient contacted zoll customer support to report several check belt messages. The pt received a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. The cause for the check belt messages is due to the rear therapy electrodes not receiving a driven ground signal, resulting in fall off on all four ecgs. The cause for the signal not received is a cracked solder connection on pin 5 of connector (B)(4) on the computer/analog board. The root cause for the improper connection cannot be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.